Event description:
It was reported that this right ventricular (rv) lead was explanted to prevent future possible fracture and a new lead of the same model was successfully implanted. No additional adverse patient effects were reported.